Manufacturer narrative:
(B)(4).

Event description:
It was reported that low, out of range, impedance was noted on the high voltage lead. Induction test failed due to possible lead damage. Programming changes were made.